Event description:
It was reported that an ilet user experienced frequent low glucose levels after meals, prompting a factory reset to allow the algorithm to relearn meal patterns; after the reset, the user reported a connectivity issue between the ilet and the mobile app that was resolved through bluetooth troubleshooting and successful re-pairing. Symptoms included hypoglycemia. Outcomes included no reported lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.